Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in canada alleging her onetouch verio iq meter was displaying inaccurate readings compared to the same meter and inaccurately high compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation as well as from a follow up call with the patient on (B)(6) 2013. The patient reported on (B)(6) 2013 at 3:41pm he obtained a reading of ¿18.8mmol/l¿ on the lfs meter. The patient reported he takes humulin insulin on a sliding scale to manage his diabetes. The patient reported he normally tests twice a day and his normal readings are between ¿4-8mmol/l.¿ the patient reported in response to the high reading he took 8 units of rapid acting insulin at 3:46pm. The patient reported 30 minutes later he developed symptoms of ¿shivering, shaking and sweating.¿ the patient confirmed he had no treatment in response to the symptoms. The patient was not sure if the subject meter caused the alleged injury. The patient reported on (B)(6) 2013 he obtained readings of ¿4.1mmol/l¿ in the afternoon and ¿8.2mmol/l¿ obtained prior to bed, which he believed to be accurate readings. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and an approved sample site to obtain the samples. However the patient¿s meter vs. Same meter comparison is invalid since the readings were obtained greater than 20 minutes from one another. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, he took an increased dose of insulin and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (10/07/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/23/2013 and 10/1/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.